Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported tampon falling apart. She is planning to seek medical attention to confirm all pieces removed.